Event description:
During implant procedure, it was noted that the right ventricular (rv) leadless pacemaker (lp) rotated unexpectedly during positioning. Additionally, under fluoroscopy the helix of the rv lp was found stretched. The rv lp was not implanted and a new rv lp was successfully implanted to resolve this event. The patient was stable with no consequences.